Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note an additional device implanted and related to this event: pxt261216/(B)(4).

Event description:
On (B)(6) 2011, the patient was implanted with gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. The 1 month and 3 months follow-up cta revealed possible type iii endoleak from the contralateral leg below the contralateral gate. On (B)(6) 2011, angiogram revealed the same endoleak. On (B)(6) 2011, the physician performed an additional intervention. A gore excluder aaa contralateral leg was implanted to treat the type iii endoleak. The endoleak was resolved and the patient tolerated the procedure.